Manufacturer narrative:
Additional information was received that the patient underwent ipg replacement procedure. The replacement was related to malfunction as both ipg¿s would not charge. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that when the patient was able to fully charge both of the ipg, it depletes quickly after 12 hours and then eventually the ipg would no longer hold a charge. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg).

Event description:
A report was received that when the patient was able to fully charge both of the ipg, it depletes quickly after 12 hours and then eventually the ipg would no longer hold a charge. The patient will undergo an ipg replacement procedure.